Event description:
On 15-may-2026 the patient¿s mother reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 352 mg/dl following signs and symptoms of illness and discontinuation of ilet therapy with administration of an insulin injection by the caregiver. The user was transported to the hospital by the caregiver where the user was diagnosed in diabetic ketoacidosis and treated with fluids and insulin via IV and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.